Event description:
The device was a left brachial implant. At the six mo implant point, during an infusion, the chemotherapy agent infiltrated into the tissue in the arm of the pt. The pt also experienced heart palpitations. X-rays revealed the catheter had fragmented and migrated into the right atrium. The distal segment of the catheter was retrieved with a snare. The port was explanted. About an inch of the proximal segment of catheter was yet attached to the port. The pt's condition was reported as stable.